Event description:
It was reported that during follow-up, the patient had an alert for "possible high voltage lead issue". It was noted that the patient had a ventricular fibrillation (vf) episodes stored on the device but there was no hv therapy delivered. Also, low lead impedance was observed. Programming changes were made and it converted the patient¿s arrhythmia both times without an issue and with normal high voltage lead impedance measurements. Patient was fine before, during and after the event.

Manufacturer narrative:
This supplemental report is to correct the previously reported information. (B)(4).

Event description:
Patients arrhythmis was converted due to shock that was delivered by the device not a programming change. On (B)(6) 2017, the device shocked the patient and converted the patient¿s arrhythmia both times without an issue.